Event description:
The pt called in regards to the recall notification. The infusion device was replaced and returned. Upon eval, it was determined that both the up and down buttons of the infusion device were malfunctioning. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue.